Manufacturer narrative:
The ventilator was inspected on site. It was reported that the ventilator generated a technical alarm indicating a turbine module failure during ventilation. The fault was isolated to the turbine module; the turbine module was replaced and returned for investigation. Simulated use testing of the received turbine module generated an error during the system pre-use check, the device fails the pressure transducer test. The issue regarding the technical alarm during ventilation was not reproduced, the reported issue have however in many previous investigations shown an intermittent nature. The evaluation of the received device logs can confirm the reported issue. Our investigation has concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm during ventilation. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufaturer's ref. #: (B)(4).

Event description:
It was reported that during ventilation the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #:(B)(4).